Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd extension set, 1.2 micron low protein binding filter, needle-free valve the collar of the male luer was cracked. Patient was near the end of her dose of cyclic tpn, and did not receive an estimated 40ml of her normal tpn volume. 1st of 2 reports. The following information was provided by the initial reporter: customer have had 2 cases of the luer lock cracking and falling off of the filter extension set. Visible cracks can be seen in both of the sets that I have. At the time of the events both sets had tpn running through the filter, as that is the primary use we have with this filter. The rns did not notice or think that there was excessive tightening that occurred prior to this event.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 30-aug-2023. H6: investigation summary: a complaint of male luers cracking and breaking off set was received from the customer. Two samples were returned for investigation. Through visual inspection, the complaint of component damage was confirmed. The male luers were cracked and broken off the set. A device history record review could not be performed on model 20127e because the lot number is unknown. The manufacturing plant was notified of this defect, and it was determined this was a supplier issue. The supplier of the male luer component was notified of this defect. Potential root causes of this defect are chemical crazing causing these cracks, damage after the component has left the supplier, or user error.

Event description:
It was reported that during use with bd extension set, 1.2 micron low protein binding filter, needle-free valve the collar of the male luer was cracked. Patient was near the end of her dose of cyclic tpn, and did not receive an estimated 40ml of her normal tpn volume. 1st of 2 reports. The following information was provided by the initial reporter: customer have had 2 cases of the luer lock cracking and falling off of the filter extension set. Visible cracks can be seen in both of the sets that I have. At the time of the events both sets had tpn running through the filter, as that is the primary use we have with this filter. The rns did not notice or think that there was excessive tightening that occurred prior to this event.